Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the name of the suture that was used? If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event that we would like to request more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name and contact information and fill out the attached consent form? (Email address, phone number, address).

Event description:
It was reported by the patient that they underwent a surgical procedure and suture was used. Their peripheral neuropathy is getting worse. The suture broke off inside the patient. As per surgeon the scaring at the site is pinching the nerve. Patient's left leg and brain were not connecting. When walking left leg does not always respond. It started off happening a few times a month and recently half dozen times a week. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: a2, a3a.

Manufacturer narrative:
Product complaint # ==> (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h6 health effect - clinical codes h6 health effect - impact code h6 medical device problem code additional information: b2 additional information was requested, and the following was obtained: it was an ethicon suture needle. Two medical records: 1. CT pelvis with contrast done 12/3/2018 11:09 due to embedded suture needle. Findings: within the left upper gluteal subcutaneous fat there is a curved metallic suture needle which approaches approximately half a centimeter from the surface of the skin. There is surrounding inflammation, but no associated fluid collection or abscess. Within the pelvis, there is some small volume of free fluid, likely physiologic. No large-volume pneumoperitoneum. The visible small bowel and colon is unremarkable. The bladder is distended, but otherwise unremarkable. Uterus and adnexa are unremarkable. No acute osseous abnormality. Impression: suture needle embedded within the subcutaneous fat of the left upper gluteal region, which approaches approximately .5 cm from the skin surface. 2. Pelvis fluoroscopy on 12/3/2018 19:36 for foreign body retrieval. Results: intraoperative fluoroscopy of the right hemi-pelvis reveals retrieval of a curvilinear foreign body. Surgical. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient mentioned scarring. Was that caused by the suture needle? Please provide the patient's weight, bmi at the time of index procedure. Date and name of index surgical procedure (when the needle became retained)? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Please describe any medical/surgical intervention required for this suture event including results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Was the retrieved needle a broken piece or was it a full intact needle? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Name of suture used? Product code and lot number? Is the retrieved needle available to be returned?